Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for an atherectomy procedure. After treatment, a dissection was observed in the proximal left anterior descending artery (lad). Treatment was provided to resolve the dissection. The patient was in stable condition. In the physician's opinion, the dissection was related to the oad, and was not a result of user technique.

Manufacturer narrative:
B3: date is approximate, month/year valid. The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).